Event description:
During an unspecified treatment procedure, the pt graphix 182 cm guidewire fractured and remained in the pt's artery. The pt was transferred to another facility for surgical intervention. Additional info has been requested regarding this event.